Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision of primary. I was referred by my rheumatologist to have a right total knee replacement due to pain related to ra complications. On (B)(6) 2012 I had a right total knee replacement performed. 3 months after my surgery, I stood up one day, only to feel a sharp pain and hear a loud snap in my right knee area and collapse to the floor. I had to have the stryker knee replacement removed in (B)(6) 2012, only to follow with several more surgeries due to infection issues, and eventually in (B)(6) 2019 I had to have a right above the knee amputation.